Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it kinked. There was no reported injury to the pt. The catheter used in this procedure was discarded at the facility and will not be returned for eval.